Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was verified and attributed to the non-zoll approved electrode pads. The non-zoll approved electrode pads were scrapped. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal via pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.